Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The low battery alarms properly. It was also received with cracked case at the display window corner, cracked lcd window, broken reservoir tube lip, missing end cap sticker, missing back address label and broken battery tube threads, missing back address label sticker. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests.

Event description:
The customer reported via phone call that the insulin pump is cracked and chipped around the battery compartment and the back label sticker fell off. The customer also reported experiencing high blood glucose. She stated that when she woke up she was at 300 mg/dl, she treated with the insulin pump, ate breakfast and when she was at work, it had gone up to 463 mg/dl. The customer declined troubleshooting for high blood glucose. Blood glucose value at the time of the call was 122 mg/dl; treated with manual injections. The device was returned for analysis.